Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others, black particles on the shell and in the gel, underweight device, and crease fold. A microscopic analysis was performed which identified: one sharp break on the posterior side and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side assessed as an unidentified tear opening.

Event description:
Healthcare professional reported right side implant rupture and bilateral exchange of textured breast implants due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, b.6, b.7, d.7, g.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture and bilateral exchange of textured breast implants due to patient's concern with the product. Device remains implanted.